Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead was repositioned one day post implant due to dislodgement. The lead displayed poor sensing and loss of capture. No adverse patient effects were reported. The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.